Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a lesion in the mid left anterior descending coronary artery. The 2.75x18mm xience prime stent delivery system (sds) was advanced to the lesion and inflated; however, the balloon ruptured at 3 atmospheres (atm) during the first inflation. The stent did not expand and remained fully crimped on the balloon. The sds was easily removed from the anatomy. The procedure was completed successfully with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.